Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "patient received a left attune tka for unknown reasons. Depuy cement x1 was utilized and the patella was resurfaced. The procedure was completed without complications. 55-year-old male patient received a left knee revision to treat pain, walking difficulty, joint instability, audible popping sounds, emotional distress, and anxiety. Upon entering the joint, scar tissue was debrided. The surgeon identified a loosened tibial tray at the depuy cement to implant interface, which was revised. The femoral component was well-fixed but revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2023. Dor: (B)(6) 2024. Left knee. Product description: attune rp tib base sz 8 cem. Product code: 150680008. Lot no: 4214361. Quantity of manufactured: (B)(4). Date of manufacturing: 18-jun-2023. Expiry date: 31-may-2033. IFU reference: (B)(4). A manufacturing record evaluation was performed for the finished device product description: attune rp tib base sz 8 cem , product code: 150680008 , lot no: 4214361, and four non-conformances were identified, however not related to the reported failure mode of the complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 18-jun-2023. 3) any anomalies or deviations identified in DHR: four non-conformances were identified, however not related to the reported failure mode of the complaint. 4) expiry date: 31-may-2033. 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device product description: attune rp tib base sz 8 cem , product code: 150680008 , lot no: 4214361, and four non-conformances were identified, however not related to the reported failure mode of the complaint. Added: b5.

Event description:
Additional information was received stated: dor: (B)(6) 2024: 55-year-old male patient received a left knee revision to treat pain and instability of the joint secondary to loosening of the tibial tray, as identified via preoperative radiographs. Upon entering the joint, the surgeon confirmed the joint instability and debrided scar tissue. The tibial trat was grossly loose at an unknown interface and revised. The femoral component was well-fixed but revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed but retained. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2026. Dor: (B)(6) 2024. Left knee.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient received a left attune tka for unknown reasons. Depuy cement x1 was utilized and the patella was resurfaced. The procedure was completed without complications. Patient received a left knee revision to treat pain, walking difficulty, joint instability, audible popping sounds, emotional distress, and anxiety. Upon entering the joint, scar tissue was debrided. The surgeon identified a loosened tibial tray at the depuy cement to implant interface, which was revised. The femoral component was well-fixed but revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2023, dor: (B)(6) 2024, left knee.